Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported the patient presented with myocardial infarction. The procedure was performed to treat a proximal left anterior descending artery, a 3.5x15 mm multi-link 8 stent was implanted. During the procedure, after stent implantation; slow flow occurred. Adenosine intracoronary (ic) (200 meq I/c) was administered with a very good result, thrombolysis in myocardial infarction (timi) 3 flow. Resolved without sequalae the same day of the procedure, (B)(6) 2024. Hospitalization was prolonged, the patient was discharged on (B)(6) 2024. It is unknown if the adverse event is related to the multi-link 8. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. In this case, there was no reported device malfunction. The reported patient effect of occlusion, as listed in the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use IFU, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect of occlusion, and the relationship to the product, if any, cannot be determined; however, the subsequent medication required appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported the patient presented with myocardial infarction. The procedure was performed to treat a proximal left anterior descending artery, a 3.5x15 mm multi-link 8 stent was implanted. During the procedure, after stent implantation; slow flow occurred. Adenosine intracoronary (ic) (200 meq I/c) was administered with a very good result, thrombolysis in myocardial infarction (timi) 3 flow. Resolved without sequalae the same day of the procedure, (B)(6) 2024. Hospitalization was prolonged, the patient was discharged on 3/21/2024. It is unknown if the adverse event is related to the multi-link 8. No additional information was provided.